Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have one blade broken at the distal end. A piece approximately 0.159" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke off and fell into the surgical field after an alarm prompted a re-test. The tip was retrieved during the same procedure and confirmed via visual inspection. No additional intervention or post-operative imaging was needed. The surgeon noted no functionality issues, and there were no instrument collisions. The procedure, delayed by less than 15 minutes, was completed with a backup harmonic ace. The patient has not experienced any post-surgical complications.